Event description:
It was reported that while preparing to start a da vinci s surgical procedure, the site experienced error code 23003 after trying to home the system. The patient was under anesthesia with ports placed when the surgeon decided to abort the planned procedure.

Manufacturer narrative:
The investigation conducted by field service engineering concluded that the system error code 23003 experienced by the customer was associated with an endoscopic control manipulator (ecm). The ecm is an endoscopic camera arm located on the patient side cart that provides the sterile interface for the endoscope. The system alarm (system generated fault code) functioned as designed. System error code 23003 occurs when either;an arm has restricted movement or is bumped while performing a startup homing sequence or; signifies an encoder or computational problem. The ecm was returned for evaluation and the system error was confirmed. Axis-3 would not home and visual inspection found the brake assembly was loose from its mount, with screws coming out. The brake assembly was bent at an angle preventing normal brake release preventing axis-3 from moving.